Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device had a battery failure. There was no patient involvement when the issue occurred, and no patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer reported that the customer found the prompt of "battery failure alarm" on the screen after starting v60 for the first time. It was then reported that when the battery was removed, the alarm message disappeared. The service engineer reported that the customer replaced the battery to resolve the issue. The device was then returned to service.